Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the dual axis controller platform board involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the reported failure. The board was tested on the printed circuit assembly (pca) test system. The system started up without any error. The gantry moved the full range of motion without any issue. Fa ran 10x power cycles with this board and all passed. The board was tested for 1 hour and produced no errors. The complaint regarding a non-recoverable error was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) went on site and confirmed the reported issue. There was an intermittent connection on the acp5 connector to the dual axis controller platform (acpd). The fse replaced the acpd to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a non-recoverable error 26002 occurred on the system. Before this error, recoverable error 48084 was shown briefly. The da vinci system was connected to onsite. The technical support engineer (tse) confirmed error 26002, 40084 and also 307 pointing to acp4 issues. The customer stated that the system started normally but when they drove the patient side cart (psc) towards the patient, the boom hit the ceiling and arm 1 touched the leg of the patient (both mildly/softly and no patient injury was caused). After this error occurred and prior to the call, the surgical staff already performed a hard power cycle and used the emergency power off (epo) which did not resolve the issue. The tse requested the caller to perform another hard power cycle and use the epo (with system in manual drive mode) which did not solve the issue. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the system was inspected before the procedure with no issues noted. The reported issue occurred about an hour into the procedure. The procedure was converted to laparoscopy and was completed successfully with no patient harm.